Event description:
It was reported that the prograsp forceps instrument would not function after multiple efforts to troubleshoot during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the pitch cable was found loose at the distal clevis hub. Both cable crimps remained in the clevis and the frayed pitch cable was visible. The housing was removed and no loose clamping pulley screw was found. The instrument pitch cable was found frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following additional damages to the instrument: there were scratches on the surface of the distal pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage found.